Event description:
Hcp reported patient had reported for refill and 17cc residual remained when amount should have been close to zero. No withdrawl symptoms noted or changes in spasticity. Dye study performed to check catheter-catheter found to be patent. Roller study indicated pump was malfunctioning. Patient given oral baclofen. Pump was replaced. Patient missed last appointment so present status is not known.